Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer "unplugged" (disconnected infusion set tubing) from the pump and inadvertently forgot to reconnect the tubing back to the infusion set site. Blood glucose (bg) 505 mg/dl and after reconnecting back to the pump, a bolus was delivered. The pump was operating as intended.